Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during surgery, the device caused uneven skin grafts, the skin and thick cut past the skin into layers of fat. Another surgeon claimed that the handpieces were jumping or bouncing during the graft. There was no delay reported. Due diligence is in progress.

Event description:
It was reported that during surgery, the device caused uneven skin grafts, the skin and thick cut past the skin into layers of fat. Another surgeon claimed that the handpieces were jumping or bouncing during the graft. No harm but injuries of uneven grafts and inconsistent thickness. Another medical device was used to complete the surgery and there was a delay of no longer than 5 min. Additional skin graft was taken due to inconsistent graft thickness. Due diligence is complete as no additional information is available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b1, b2, b4, b5, e1, e3, g3, g6, h2, h6 and h11. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
There was no additional information associated with this event.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d4, d9, g3, g6, h2, h3, h4, h6 and h11. Review of the most recent repair record identified the following related repair: the technician evaluated the unit and found that the rpms were noisy, control bar loose and not in the correct position, and the control bar was adjusted and pins and reciprocating arm replaced. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.